Event description:
Covidien received information stating that during patient use, the ht70 plus ventilator gave a "system error" alarm and the volume and flow graphs did not work even with a flow sensor in place. The customer replaced the flow sensor but the issue still remained. The unit could not be turned off either. The patient was ambu bagged and then transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
(B)(4) the returned component was found to be not working. The front receptacle experienced a mechanical defect. The wiring connector inside the receptacle was unglued from the body of the receptacle causing the vent to not recognize the flow sensor when plugged in. The reported error code was unable to be duplicated.